Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. Multiple syringes were used. A new cartridge was used and successfully filled with insulin. Blood glucose was 318 mg/dl.